Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the night of (B)(6) 2024, the patient passed out due to low blood glucose. It was reported that prior to passing out, the cgm was displaying 300 mg/dl while the bg fingerstick was 53 mg/dl and the patient was experiencing hallucination and could not talk or walk. The patient's wife woke him up and gave him glucose liquid and the patient felt better after treatment. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).